Event description:
It was reported the pt has full stimulation coverage but is not receiving adequate pain relief. Reprogramming has not resolve the issue and the pt is considering having the scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.